Event description:
Event description guidant received information that this pacemaker had pauses in pacing. The patient was experiencing this only during receiving a particular therapy involving cuffs that applied weight to his legs. The pauses were being observed by those administering the test, though the patient was asymptomatic.